Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The angio-seal device was returned for evaluation. The device was returned in rear lock position and the anchor visible in the distal tip of the sheath. Functional testing was performed and the internal components were able to be deployed during device redeployment. Based on the available information, the complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: it was found that the angio-seal anchor and suture stitch did not appear during use. Procedure being performed prior to the use of the device was an interventional therapy for cerebrovascular diseases. A pre-deployment angiogram was performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. No issues with insertion of the device. Hemostasis was achieved by manual compression. There was no harm to the patient and the patient remained stable. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.